Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and then removed due to a scratched optic. There doctor enlarged the incision and implanted the backup lens with no issue. The pt's current prognosis is good. In the physician's opinion the most likely cause of the event was loading error. The lens that was used during this event is reported under 1119279-2014-00119.